Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise which was oversensed and resulted in pacing inhibition. Additionally, high out of range pacing impedance measurements were observed. An invasive procedure was performed. Testing was performed via a pacing system analyzer (psa). Noise was noted on the lead and high pacing impedance measurements were again observed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.